Event description:
It was reported that the pt stated that the pump malfunctioned. Reservoir volumes at refill 2008, were as expected. The pt had the pump refilled again the following month. The hcp expected to remove 3 ccs of prialt (10mcg/ml at a dose of 6 mcg/day); 19ccs were removed. The pump was filled with 20 ccs; fourteen days later, 20 ccs were removed. The pt reported "unrelieved pain" at those visits. A dye study was performed; good flow of cerebrospinal fluid from the catheter access port was noted. There was also good intrathecal spread of the dye from the tip of the catheter. A rotor study was planned for the following month, in the operating room prior to pump replacement on that same date. The pt recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.